Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was provided. Data investigation showed that at 07:25 pm on (B)(6) 2025, the patient's estimated glucose value (275 mg/dl) rose above the high alert threshold of 250 mg/dl, and the app delivered a high alert at zero percent volume as the phone was connected via bluetooth to an external audio output device. The device functioned within specifications and patient settings. Confirmation of the allegation and probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an event. The patient was confused at the time of the event, and event details were unclear. The sensor was inserted into the abdomen on (B)(6) 2025. Prior to the event, for display devices he used his insulin pump display screen and the cgm app on his phone. On sunday night, (B)(6) 2025, the last cgm values he observed on his phone were in the high 200¿s (mg/dl) or possibly 300 mg/dl on one of his display devices. He remembered at some point he had a transient sensor error on (B)(6) 2025 and (B)(6) 2025. He remembered that he had self-administered an insulin bolus using his pump, but did not remember the number of units. His phone was upstairs at the time of the bolus. The display device near the patient at the time of the event was his pump. His tandem pump shut down because it ran out of battery. He also did not prick his finger because of the confusion and exhibited unexpected behavior. His girlfriend called emergency medical services due to his erratic behavior (moving house furniture and his belongings). Two police officers and the paramedics transported him to the hospital. After arrival his blood glucose level was above 600 mg/dl, and no cgm value was specified. No treatment at the emergency room for the hyperglycemia was specified. The healthcare provider (hcp) determined he had a blood stream infection and treatment included unspecified IV antibiotics over a three- day period at the hospital. No other bg or cgm values were specified. It was unclear to the patient if his blood glucose level caused or contributed to the hospital stay, and the cgm values on his phone were not known. He was discharged home in stable condition on wednesday, 03/19/2025. At the time of the report the patient felt normal. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.